Event description:
It was reported that during a low anterior resection (lar) procedure, the o.r. Contacted myself and the territory lead regarding that the surgeon reported a circular stapler leak. There were no patient consequences. Case completed with another device of the same product code. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: surgical repair was performed. Changed complaint from leak controllable to leak intervention.